Event description:
A malfunction was reported on a customer's insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and thus, there was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump, and a replacement pump with updated software was sent by technical support. The customer was instructed on how to store and return the malfunctioning pump and agreed to follow the provided procedures.